Manufacturer narrative:
Updated fields: b4, e1, e2, e3, g2, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse rearranged the wires at the reel. After rearranging, the wires could be pulled out normally. The fse tested the unit, and it could be used normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection power cord could not be pulled out of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).